Event description:
It was reported that the patient developed (B)(6) bacteremia twelve days after implant. A transesophageal echocardiogram (tee) showed mobile densities in the right atrial lead (vegetation versus thrombus). The implantable cardioverter defibrillator (ICD) and three leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6935m55 implantable tachy lead, (B)(6) 2013. A 407652 implantable pacing lead, (B)(6) 2013. A d314trm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).